Event description:
The customer reported to leica microsystems of suboptimal tissue processing on two separate occasions. The affected tissues were successfully reprocessed and all cases were reportable. No patient rebiopsies were required.

Manufacturer narrative:
Two complaints were reported to leica; one was for an event that occurred on (B)(6) 2010 and the second for an event on (B)(6) 2010. Both events involved under processed biopsy tissues from the same tissue processor. The instrument logs were obtained on (B)(6) 2010 and the analysis was completed on (B)(6) 2010 when it was concluded that both events were caused by the user error in reagent management on (B)(6) 2010. No instrument fault was identified. The consequence of the user error was that water was reintroduced into the tissue and could not be removed by subsequent processing steps, and led to sub-optimal tissue processing. Although the tissue biopsies were successfully diagnosed and no re-biopsy was required, due to a prior submission of a reportable incident on the peloris rapid tissue processor on (B)(6) 2009 (MDR no. 8020030-2009-00004: malfunction which led to a serious injury), this incident is reportable. This incident falls under the FDA presumption that this type of malfunction is likely to cause or contribute to a death or serious injury if the malfunction were to recur.